Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was received for evaluation and the event was confirmed during testing. The device was found to be affected by widespread wear of internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was running in the wrong mode. There was no patient involvement; no patient impact.